Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific product issue. All information was investigated and based on information provided and without the device to analyze, a cause for the reported unintended movement associated with clip opening during efaa/establish final arm angle could not be determined. The reported improper or incorrect procedure or method (user error) was associated with the user continuing with the procedure despite unsuccessful establish final arm angle (efaa) check prior to clip deployment. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2024, a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr). A xtw-40220r1085 was chosen for implantation. During deployment establishment of final arm angle (efaa), when moving from neutral to open position, the clip continuously reopened slightly from 15% to 25%. The physician's felt comfortable continuing with deployment. An additional xtw was also deployed, reducing mr to grade 1. There were no patient consequences or clinically significant delay.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. H6 - adverse event problem - medical device problem code 2017: failure to follow steps / instructions.